Manufacturer narrative:
It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's right hip was revised. As reported by rep: "surgeon states patient has osteolysis in acetabulum and proximal femur. Patient has ceramic on ceramic construct implanted". Spoke to rep, who provided the primary operative and implant reports and pre-revision x-rays. No further information is available.